Manufacturer narrative:
The insulin pump had no button response due to flattened button dome switch on act button. Analysis was unable to test for motor error or no delivery alarms due to no button response. The motor passed motor test. The pump had cracked battery tube threads, reservoir tube, scratched reservoir tube window, lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4) .

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 197 mg/dl. The customer performed troubleshooting was able to resolve the no delivery. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer states they are able to complete the rewind. However the motor error occurred more than once in the last 30 days. The device will be returned for analysis.